Event description:
It was reported that filter retrieval difficulty occurred. The patient was undergoing a left heart catheterization procedure. A 300 cm filterwire ez was selected for use. During the procedure, it was reported that they had difficulty retrieving the basket into the retrieval sheath. The basket was partially pulled into the retrieval sheath and then removed through the guide catheter. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: the protection wire and the delivery sheath were returned inside a header bag, then inside a filterwire box. All were packed inside a double plastic bag. The retrieval sheath was not returned. Visual and microscopic examination of the returned device observed the radiopaque distal tip of the protection wire was wavy and had been stretched approximately 5mm on its proximal portion. The filter bag was found retracted into the delivery sheath with 15mm of the nosecone exposed and 6mm of the filter bag exposed. No trace of blood was found on the device. The wire was found wavy approximately at 118cm to 125cm from the distal tip of the protection wire. The filter bag was successfully deployed and then retracted; the filter bag was observed to be in good condition and met specification. The peel away test was also performed successfully, no anomalies were observed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. Since the retrieval sheath was not returned, the cause of the reported difficulties could not be determined. (B)(4).

Event description:
It was reported that filter retrieval difficulty occurred. The patient was undergoing a left heart catheterization procedure. A 300 cm filterwire ez¿ was selected for use. During the procedure, it was reported that they had difficulty retrieving the basket into the retrieval sheath. The basket was partially pulled into the retrieval sheath and then removed through the guide catheter. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.